Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that he had low blood glucose level and the cannula when removed was crushed. The customer¿s blood glucose level was 66 mg/dl at the time of incident. The customer¿s current blood glucose level was 81 mg/dl. The customer reported that the blood glucose level was 350 mg/dl. The customer¿s blood glucose level was 66 mg/dl and then 46 mg/dl and then 57 mg/dl and then late afternoon it was 202 mg/dl after changing the setting. In the evening the customer ate something and his blood glucose was 283 mg/dl and after sometime it was 330 mg/dl then he changed the set and exercised and the blood glucose level went down to 135 mg/dl. The customer treated high blood glucose level with food, orange juice and glucose tablets. The customer reported that the drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.